Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a150208 captures the reportable event of a deployed clip discovered in the working channel of the scope. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a per oral pyloromyotomy procedure performed on (B)(6) 2021. During the procedure, the clip was placed incorrectly so it was pulled off from the mucosa in order to place another clip in the correct location. However, after the procedure, they discovered a deployed clip in the working channel of the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a per oral pyloromyotomy procedure performed on (B)(6) 2021. During the procedure, the clip was placed incorrectly, it was pulled off from the mucosa in order to place another clip in the correct location. However, after the procedure, they discovered a deployed clip in the working channel of the scope. The customer noted the clip was believed to be suctioned back into the scope channel at the end of the case and was found during the cleaning of the scope. The procedure was completed with another resolution clip device. Additionally, it was reported that the sheath was removed prior to the procedure which is not described in the IFU. Per the instructions for use (IFU), the over sheath is supposed to be retracted to expose the clip and is not supposed to be removed from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a per oral pyloromyotomy procedure performed on (B)(6) 2021. During the procedure, the clip was placed incorrectly, it was pulled off from the mucosa in order to place another clip in the correct location. However, after the procedure, they discovered a deployed clip in the working channel of the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.